Manufacturer narrative:
The permanent cautery hook instrument will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a fragment from the permanent cautery hook instrument allegedly broke and fell inside the patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure, however, it is unknown was caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted splenectomy procedure, a piece of the ceramic from the permanent cautery hook instrument broke and fell inside the patient. The fragment was retrieved during the same procedure with a laparoscopic grasper. On "11/16/2016/2016", intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) who was present during the procedure and confirmed the following; he stated that approximately 20 minutes into the surgical procedure the surgeon saw a small foreign body golden in nature like a ceramic insulation inside the patient. The surgeon pulled the cautery hook instrument out and inspected the instrument. Though on initial inspection they didn't find any missing material, the surgical technician noticed a small cylindrical piece missing on one side of the tips. The fragment was retrieved by the surgeon with a laparoscopic grasper instrument. It was also mentioned that it is the site's protocol to inspect all instruments prior to use; the cannulas are inspected with the gage pin. He also confirmed that there was no collision of instruments. The procedure was completed and no adverse outcome or injury was reported. There is no video recording of the procedure. There have been no post-operative complications reported.